Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged yeast infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 18-mar-2020, the following information was reported to kci by the patient: on 09-mar-2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to a yeast infection around the periwound. On 17-apr-2020, the following information was reported by the nurse: on (B)(6) 2020, the patient went on v.a.c.® therapy was placed on hold due to a yeast infection around the wound site. The patient was placed on an alternate dressing and prescribed antibiotic therapy on (B)(6) 2020. V.a.c.® therapy was discontinued on (B)(6) 2020. On (B)(6) 2020, the infection resolved. Per a review of kci records: v.a.c.® therapy was discontinued on (B)(6) 2020. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Event description:
On(B)(6)2020 , the device was tested per quality control procedure by kci service center, and the unit passed the quality control check and met specifications. On(B)(6)2020 , the device was placed with the patient. On(B)(6)2020 the device was tested per quality control procedure and by kci quality engineering and the unit passed the quality control check and met specifications. Inspection and testing of the device did not reveal any evidence of operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged yeast infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Manufacturer narrative:
MDR-3009897021-2020-00163 submitted on 17-apr-2020 noted the following: b3: date of event: (B)(6) 2020. B3: date of event: (B)(6) 2020.